Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient was at school and had a seizure. The school nurse called emergency medical services (ems). The cgm was reading 114 mg/dl and the paramedics tried to do take a blood glucose reading but they were not able to get any values. The patient was treated with glucagon and "something with sugar". The patient was taken to the hospital and there a magnetic resonance image (MRI) was performed. The parent reported that the doctor was not sure what had caused the seizure but it could have been hypoglycemia. The doctor prescribed anti-seizure medication (keppra, levetiracetam). At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.